Event description:
It was reported that an alert occurred due to high lead impedance. The high impedance was known to the physician and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 4968 implantable pacing lead implanted 2005 (B)(6).